Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 4 failed due to the faulty pyxibus module controller. A field service engineer found that the pyxibus controller was partially powered. After reseating all cable connections and continuing with the testing, the problem persisted. Further, the issue was ultimately rectified by replacing the pyxibus controller in the drawer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system had an auxiliary 4 drawer failure and was not detected on the bus. This incident resulted in a delay to patient care and there was no patient harm. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.